Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood set filter broke off during patient use. There was no report of a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A partial device was received for evaluation. The tubing and male luer were received and the blood filter was missing. The male luer was functionally tested with no issues noted. The returned segment of the device was under-water tested for leaks and no issues were noted. Further testing could not be performed as the filter was not returned for evaluation. The reported condition of a broken off filter could not be further evaluated. The reported issue could neither be verified nor refuted from the sample received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.